Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: b.5., b.6., section c. Suspect product, g.1., h.6.

Event description:
Additional information reported the swelling has not improve after applying a "korean topical ointment," so some of the material was aspirated. The material was sent for culture and noted positive atypical mycobacteria. Patient was treated accordingly and currently asymptoatic. Per hcp, patient is "doing okay except for a scar which remains from the treatment."

Manufacturer narrative:
The event of "tuberculosis" (not device related) is considered an unexpected adverse drug experience.

Event description:
Additionally, the healthcare professional reported that the patient was pursuing litigation due to "tuberculosis from and injectable juvéderm® voluma¿ xc.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that 5 months after a patient was injected with two syringes of juvéderm®voluma® xc in "midface and cheeks" the patient presented "facial cellulitis, possible infected facial filler and possible atypical mycobacterial infection", induration, violaceous nodules, expressible purulent drainage, and left facial lesions. Doctor administered a wound culture, skin biopsy, afb test & fungus, multiple skin biopsy + cultures, needle aspiration/biopsy, and skin biopsy which showed granulomatous inflammation but afb stains and smears have been negative. Treatment is noted as oral doxycycline, azithromycin, moxifloxacin, steroid injection, and lesion aspiration. It's noted that lesions were "much improved."